Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: tyvek/thermoform sticking.

Event description:
Healthcare professional reported "the lid paper of the inner tray of the implant was so glued that it could not be peeled off well and could not be taken out cleanly". Device not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: tyvek or thermoform sticking: delamination is observed, on the external thermoformed lid. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported, "the lid paper of the inner tray of the implant was so glued, that it could not be peeled off well. And could not be taken out cleanly". Device not implanted.